Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309628; batch# 3034736. It was reported that the bd luer-lok packaging was damaged/defective. The following information was provided by the initial reporter: it was reported by customer that the syringe device components with damaged and open packaging were observed. Verbatim: rcc received a complaint via email. Email(s) attached. Please see attached event regarding opened and damaged syringes packaging observed at abr. Kindly confirm if the units samples are required for bd investigation so we can ship them accordingly.

Manufacturer narrative:
Three photos of 1ml luer-lok syringes were received and evaluated. One photo shows a strip of five syringes with the end of the packaging unsealed with open seal > 1/4"; additionally, two of the five syringes have damage to the plunger rod thumb rest with two packages also having a mark or top web puncture aligned with the damaged plunger rod. Another photo shows another strip of five syringes showing three syringes having the condition as described above. The final photo shows the top web with a puncture to the top web. The batch number cannot be seen in the photo provided. The conditions observed are non-conforming per product specification. The conditions observed are non-conforming per product specification. Potential root cause for the open seal > 1/4", top web puncture, and plunger rod damaged are associated with the packaging process. A notification for this defect was written during the production of this batch. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection.

Event description:
Material# 309628, batch# 3034736. It was reported by customer that the syringe device components with damaged and open packaging were observed. Verbatim: rcc received a complaint via email. Email(s) attached. Please see attached event regarding opened and damaged syringes packaging observed at abr. Kindly confirm if the units samples are required for bd investigation so we can ship them accordingly.

Manufacturer narrative:
(B)(4) ¿ follow up MDR #2 for corrected device evaluation. Three photos of 1ml luer-lok syringes were received and evaluated. One photo shows a strip of five syringes with the end of the packaging unsealed with open seal > 1/4"; additionally, two of the five syringes have damage to the plunger rod thumb rest with two packages also having a mark or top web puncture aligned with the damaged plunger rod. Another photo shows another strip of five syringes showing three syringes having the condition as described above. The final photo shows the top web with a puncture to the top web. The batch number cannot be seen in the photo provided. The conditions observed are non-conforming per product specification. A notification for this defect was written during the production of this batch. A requalification was performed, and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. Potential root cause for the open seal > 1/4", top web puncture, and plunger rod damaged are associated with the packaging process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A quality alert was issued to the plant (completed: 04-01-24). We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.